Manufacturer narrative:
Occupation: other (na). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the device broke down. There was no patient involvement.